Manufacturer narrative:
Concomitant medical products: product ID: 8709sc, serial#: (B)(4), implanted: (B)(6) 2012, product type: catheter. If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a healthcare provider via a manufacturer representative regarding a patient who was receiving baclofen with concentration 2000 mcg/ml at a dose rate of 966.4 mcg/day via an implantable pump for intractable spasticity. It was noted that the patient may have gablofen in their pump since this account will typically use gablofen. It was reported that the pump's residual volume had been a little off; the volumes were unknown. It was unknown if there was more drug in the reservoir then expected. The date of the event was unknown. The volume the pump was filled with and programmed with prior to the volume discrepancy was also unknown / unable to be obtained. A dye study was planned on 2021-feb-11. The dye study was completed and was normal, no issues were found. They were able to aspirate 1 to 2 ml with no problem. The cause of the volume discrepancy was not determined. The issue was resolved. The patient¿s outcome was described as uneventful. It was further reported that they saw a service code 302 regarding the pump clock time being off by 22 minutes. The patient¿s weight at the time of the event was unknown. The pump remained implanted and still in use.